Event description:
Neonatal patient on continuous positive airway pressure (CPAP) ventilator, chest x-ray hazy small pneumo chest tube inserted, intubated. Nurse noted infant frequently urinating & IV bag half empty (500 cc bag containing dextrose (d10), potassium acetate 5 meq, calcium gluconate 2000mq-to run at 25cc/hr). Nurse practitioner examined IV bag, IV pump, IV setting & noted IV pump was set correctly, but an estimated 250 ccs infused instead of 25 ccs between 2 pm & 5 pm. The IV pump did not alarm nor stop functioning while IV fluids infusing. Unsure if IV tubing defective. The nurse manager primed new IV bag and tubing on another pump & it administered the correct volume. Pump & tubing secured. The infant required chest x-ray, increased ventilation, dopamine drip, and condition was critical. Infant's condition improved at this time.